Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen was poor on the lower part. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Since the issue was not resolved by calibrating the touchscreen, the touchscreen will be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: e1 initial reporter: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Pil tech did verify a sluggish response with the attempt to change certain functions with the use of the touchscreen. It was noted that the tech had to touch slightly about the target area of the function choice for the functions to be acknowledged with the use of the touchscreen. The touchscreen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.